Event description:
It was reported that during a right thoracotomy, the device fired malformed staples. Additional suture was used to complete the staple line. Operating time was extended. There was no patient consequence.